Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused two areas where the wire had fractured as shown by an x-ray performed about ten years after the filter was implanted; additionally, a computerized tomography (CT) scan completed approximately eleven years post implant showed the filter present with struts extending beyond the ivc lumen and posterior tilt. According to the medical records the patient had a history of morbid obesity, obstructive sleep apnea, hypertension, gastroesophageal reflux disease, ischemic colitis associated with hypercoagulable state (methylenetetrahydrofolate reductase (mthfr) gene mutation). The indication for the filter implant was a history of morbid obesity with hypercoagulable state prior to laparoscopic antecolic roux-en-y gastric bypass. The filter was placed via the right internal jugular vein and deployed under fluoroscopic guidance at the superior aspect of the l3 vertebral body. The filter was noted to seat nicely with no migration. Filter implant was immediately followed by the insertion of a dual lumen catheter through the filter access site. This was followed by gastric bypass surgery. Two days later a venous duplex ultrasound of the lower extremities was performed for edema and history of dvt. No evidence of dvt was observed in the lower extremities. Two weeks later the patient was seen for low back pain after a fall. Lumbar x-ray showed no fracture or dislocation, and disc spaces were well preserved. The ivc filter was present. There was a break in a few of the wires, no migration of the wires was observed. Approximately twelve years and three months post implant an abdominal CT angiogram scan was performed to assess the ivc filter. The ivc filter was in place in the infrarenal ivc. Two weeks later the patient had magnetic resonance imaging (MRI) of the lumbar spine for low back pain. Findings noted mild l5-s1 degenerative disc disease. Approximately twelve years and five months post implant the patient had a consultation regarding ivc filter removal. Documentation from the consult noted that on CT scan there appears to be struts protruding from the ivc near the pancreas and aorta. There was a posterior strut fracture. The patient was referred to another physician for consideration of complex removal. There is currently no additional information available for review. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, obstructive sleep apnea, hypertension, gastroesophageal reflux disease, ischemic colitis associated with hypercoagulable state (methylenetetrahydrofolate reductase (mthfr) gene mutation). The indication for the filter implant was a history of morbid obesity with hypercoagulable state prior to laparoscopic antecolic roux-en-y gastric bypass. The filter was placed via the right internal jugular vein and deployed under fluoroscopic guidance at the superior aspect of the l3 vertebral body. The filter was noted to seat nicely with no migration. Filter implant was immediately followed by the insertion of a dual lumen catheter through the filter access site. This was followed by gastric bypass surgery. Two days later a venous duplex ultrasound of the lower extremities was performed for edema and history of dvt. No evidence of dvt was observed in the lower extremities. Two weeks later the patient was seen for low back pain after a fall. Lumbar x-ray showed no fracture or dislocation, and disc spaces were well preserved. The ivc filter was present. There was a break in a few of the wires, no migration of the wires was observed. Approximately twelve years and three months after the index procedure an abdominal computed tomography (CT) angiogram scan was performed to assess the ivc filter. The ivc filter was in place in the infrarenal ivc. Hepatic steatosis and prior cholecystectomy and gastric bypass surgery were also noted. Two weeks later the patient had magnetic resonance imaging (MRI) of the lumbar spine for low back pain. Findings noted mild l5-s1 degenerative disc disease. Approximately twelve years and five months after the index procedure the patient had a telephonic consultation regarding ivc filter removal. Documentation from the consultation noted that on CT scan there does appear to be struts protruding from the ivc near the pancreas and aorta. There was a posterior strut fracture. The patient was referred to another physician for consideration of complex removal.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused two areas where the wire had fractured as shown by an x-ray performed about ten years after the filter was implanted; additionally, a computerized tomography (CT) scan completed approximately eleven years after implantation showed the filter present with struts extending beyond the ivc lumen and posterior tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to two areas where the wire had fractured as shown by an x-ray performed about ten years after the filter was implanted; additionally, a computerized tomography (CT) scan completed approximately eleven years after implantation showed the filter present with struts extending beyond the ivc lumen and posterior tilt. As a direct and proximate result of this malfunction, the patient suffered injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.